Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted. A functional evaluation found that the needle failed to extend from the catheter when the handle was actuated. The distal tip extrusion was cut open and the handle was actuated. It was found that the needle assembly was broken/detached from the wire. The length of the needle was measured and found to be shorter than specification indicating that a portion of the cutting wire had detached during customer use. The detached portion of the needle was not returned with the device. The broken end of the needle appeared blackened. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. The investigation concluded that the distal end of the cutting wire (needle) detached likely due to contact with some part of the scope and/or higher power settings. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a needleknife rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, during the procedure, the needle detached from the device inside of the patient. The needle was successfully retrieved with biopsy forceps. The procedure was completed with another needleknife rx. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a needleknife rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, during the procedure, the needle detached from the device inside of the patient. The needle was successfully retrieved with biopsy forceps. The procedure was completed with another needleknife rx. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.